Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue. Additionally, during the evaluation a monitor pressure railed alarm, and a speaker failure alarm were observed. The device's system board was replaced to address the issue. These issues would not affect the device's ability to deliver therapy as designed. The device was tested and passed all final testing.